Manufacturer narrative:
Patient¿s information is not available for reporting. This report is for an unknown synthes titanium elastic nail /unknown lot. Part and lot number are unknown; UDI number is unknown. The (510k): unknown, as specific part and lot numbers for titanium elastic nail is not provided. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: huang y., renn j., tarng y. (2018), the titanium elastic nail serves as an alternative treatment for adult proximal radial shaft fractures: a cohort study. Journal of orthopaedic surgery and research. Volume 13, number 10, pages 1-8. (China). This retrospective cohort study evaluated the functional outcomes and efficiency of titanium elastic nails (ten) in the surgical treatment of adult proximal radial shaft fractures. Between november 2013 to april 2015, five adult male patients, with a mean age of 43 years, with proximal radial shaft fractures (six radial fractures) underwent closed reduction internal fixation (crif) using an unknown synthes tens. Mean follow-up period was 30 months (range 28¿36 months), all patients were followed up for at least 2 years postoperatively. Complications were reported as follows: two patients experienced skin irritation over the nail tails. A (B)(6) male patient presented delayed rehabilitation due to the multiple trauma caused during the mva. After 36 months postoperative follow-up, the patient had a dash score of 25 and was observed to have limited rom. This report is for an unknown synthes titanium elastic nail. This report captures the reported skin irritation over the nail tails of two patients. This report is 1 of 2 for (B)(4).